Event description:
It was reported that the exeter stem was broken. Pt has primary surgery in 1996.

Manufacturer narrative:
Add'l info has been requested, and if received, will be provided in a supplemental report.